Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
This record serves to document the customer's anecdotal reports of blood and IV fluids leaking from the connection to the extension set when attached to the catheter hub. Although the customer states this has happened on more than one occasion, no details of any specific patient events, dates or other information was provided. There was no report of patient harm.